Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #02 manufacturing report number 1119421-2021-02389 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 11-19-2021 is being corrected to 01-22--2022. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned to be evaluated. The file indicated that the multifocal company 20.5 d lens was removed and replaced with a monofocal model company 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been one other complaint for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an cataract surgery with intraocular lens (iol) implant procedure, the patient was unhappy with outcome due to residual cylindrical astigmatism, glare and halos. The iol was exchanged with an alternate monofocal iol 217 days following the initial procedure. No further information is expected.